Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic cholecystectomy, surgeon attempted to use the 5mm clip applier. The clip malfunctioned, causing a tissue tear which was repaired. A new device was opened, and the procedure continued without issue.